Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital with an infection. The cause of the infection was due to the implant procedure. The entire system which includes the patient's implantable cardiac defibrillator and right ventricular lead was explanted. No replacements products were implanted. The patient was reported to be stable before and after the procedure.